Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when the patient would adjust stim they would get a throbbing sensation in their rectum area then they would start bleeding/spotting. Additional information has been requested regarding interventions and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.